Event description:
Approx 1 hour into pts tx, the air detector alarm sounded. When examined, there was air from arterial line to ax. Pt's needle was cracked at the point where it connects to bloodlines. Pt's blood was re-circurlated to remove air. Pt's access was re-cannulated xt & tx was then resumed.